Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The angulation knob was out of specification due to a worn angle-wire and stiffness ring. The insertion amount was also out of specification due to damage in the channel tubing. This damage was causing the tubing to leak. The foreign material found in the channel was compromising the water cleaning function. The light guide bundle had suffered damage. There was a gap in the adhesive. The connecting tube as well as the universal cord were both deformed. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the control knob on his olympus evis lucera elite colonovideoscope was stiff during procedure preparation. According to the initial reporter, the intended procedure was completed using a similar device. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the subject device had undergone insufficient reprocessing as foreign material was exiting the channel. This report is being submitted to capture the insufficient reprocessing found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, it was not possible to identify the foreign material. There was no evidence of deviation from the instructions for use by the user - therefore, a cause could not be presumed further. Olympus will continue to monitor field performance for this device.